Event description:
Sorin group received a report that the screen of the sorin c5 system went dark. There was no report of patient involvement.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is on-going. A follow-up will be sent when the investigation is complete.